Manufacturer narrative:
The lot number for the prolystica 2x concentrate enzymatic presoak and cleaner subject of the reported event was not provided. As the lot number is unknown, a review of the device history record could not be conducted. User facility personnel stated that the gloves being worn at the time of the reported event could have had a "breakage" allowing the cleaner to leak into the gloves resulting in the reported burns. The prolystica 2x concentrate enzymatic presoak and cleaner label states, "causes skin irritation. Wear protective gloves, protective clothing, eye and face protection. If on skin, wash with plenty of soap and water. If skin irritation occurs, get medical attention." No additional issues have been reported. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that two employees obtained burns (arm and finger) while handing prolystica 2x concentrate enzymatic presoak and cleaner. The employees applied over the counter ointment and continued working.